Manufacturer narrative:
Pcb box.

Event description:
It was reported by service report that the stretcher goes backwards when trying to zoom forward. There was patient involvement; however, no adverse consequences were reported.